Manufacturer narrative:
The suspect product is the compact meter.

Event description:
Customer states the meter starts to run a test without blood applied to the strip on the compact system. The customer did not provide the location where the malfunction occurred. Customer states the meter is intermittent between getting an error and getting a quantitative result without applying the blood. No quality controls used. No adverse event reported. No action taken based on device results. Requested return of suspect device and replacement was sent. Meter, test drum lot number 20660741, expiration date 03/31/2008.